Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported that they would go into the therapy section in their dbs therapy app and try turn their stimulation down to 2.5 but the stimulation would automatically "go back up" to where it was. Patient said that when they tried to enter the dbs therapy app they saw a message saying "connection to the stimulator was interrupted", pt said they were able to exit out of that screen. Patient services (ps) instructed patient to go into dbs therapy app so ps could troubleshoot with pt. Pss walked the caller through the steps of adjusting therapy successfully. The caller stated that the stim was set to 1.9 for both the left and right side. After the caller turned the therapy down, they pressed "revert therapy" which brought the stim back up. Pss reviewed what "revert therapy" means to the caller. The cal ler stated that their right hand used to be bad but now it's better, but now have issues with their left hand. Pss reviewed that they can consider adjusting therapy for the left if they are having symptoms. Pss redirected the caller to the hcp to further assist with medical advise on how much they should be adjusting stim to.